Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of the swg being unraveled was confirmed by the photo, which shows a damaged guidewire inside a plastic bag. The guidewire appears to show evidence of unraveling, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "swg unraveled". A new device was used. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "swg unraveled". A new device was used. No patient harm or injury. The patient status is reported as "fine".